Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was used during a stent placement procedure for a malignant 4-5cm stricture in the rectum, performed on (B)(6) 2010. According to the complainant, the stent was placed in tortuous anatomy, around a turn in the rectum. The stent was reported as fully expanded in the center of the stricture. Within 24 hours after the procedure, the patient presented with discomfort from the stent. Under fluoroscopy, the stent was noted to have migrated further through the distal colon and the proximal side of the stent was in the middle of the stricture. The physician removed the stent and the procedure was completed with another wallflex stent of a different size. The physician noted that the patient had trouble passing stool after the initial placement procedure, and "pushed very hard for relief", which may have caused the migration. The patient's condition at the conclusion of the procedure was reported to be "fine".